Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the therapy was turning off by itself. The hcp reported that the patient was reprogrammed by a manufacturer¿s representative (rep) on (B)(6) 2018 and since then the implant had randomly turned off by itself two times. The hcp reported that the issue started over 6 months ago. The hcp reported that the patient would have to turn the therapy back on with the patient programmer. The hcp reported that the hcp battery wasn't an issue since it was at ¾ full. The hcp also reported that the battery could deplete quicker than normal. The hcp reported that the patient may have had an incident in the last 2 weeks, but they weren't sure. It was recommended that the patient monitor and document occurrences of the therapy turning off. The hcp was to schedule with rep to meet with the patient to get a data file for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that she was with the patient and had noted of when the stimulation was shutting off by itself. The rep stated that the patient confirmed stimulation was off with the remote and it happened anywhere from ¼- ¾ charged. The rep reported that it happened with the patient was at physical therapy and also when he was sleeping. The rep reported that there was no message on the screen like a power on reset (por). The rep reported that the patient was versed in used the controller because he had previous devices. The rep reported that the patient missed his previous device because it didn't have these issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). Analysis noted that the (B)(6) date correlates an actual stim off event to the patient diary; however, the timing of this event appears to indicate the patient turned off stim with his pp then immediately turned in on again. There were no por events in the data, which could have accounted for stimulation turning off. The patient claims the stim off issue is related to turning his body to the right and being active. The rapid recharge was noted that the device lost 80% of capacity every 40 hours, but based on depletion rate calculations it should be expected for a 75% depletion every 39.8 hours, therefore it is likely depleting as expected. The actions that were taken to resolve the patient's ins depleting quickly, charging often, high impedances and stimulation turning off was speaking with the patient regarding the specific program they were on and how it will impact charging frequency. Regarding the stimulation in unwanted areas adjustments were made to the programming to lessen the impact. The rep was unaware that the patient was tired due to stimulation. The cause of the depletion was the patient's programming and usage. Complete determination the rep would say they have not been provided given the time stamps of the report not correlating with the patient's diary. The issues have not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins was turning on and off especially when the charge got below 50%. The rep reported that the patient had called and discussed this issue numerous times. The rep reported that they interrogated the ins and usage was around 50% and 2 electrodes came back with higher impedances. The rep reported that they reprogrammed the patient and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that their was no known cause of the ins turning on/off by itself, the battery depleting quicker and the high impedance. Actions taken to resolve the reported issues was a data report was generated and was stated would be emailed. It was indicated that the provided information had been confirmed with the physician. Additional information was received from the rep on (B)(6)2018 reporting that they were sending in the data file that was taken on friday (B)(6)2018. On (B)(6)2018 it was reported that this is what was determined from the report: the patient lost therapy on (B)(6) due to battery depletion, then charged it up enough to turn it back on and then lost it again that day. They charged it up and turned therapy back on (B)(6). They turned it off on (B)(6) and turned it back on (B)(6). They turned it off on (B)(6) and turned it back on a couple minutes later. They stated they did not see anything from (B)(6). They stated they also lost therapy a few times due to battery depletion. Additional information was received from the rep on (B)(6)2018, where they stated the patient claimed it goes from nearly full to off (depletion) in an instant and wanted to know if there was anything in the report to give an indication as to why the battery was depleting at the rate it was. They asked if it was possible that the device was not charging or maintaining a charge appropriately. It was stated that there were some higher settings. They didn t see a group impedance, but based on an estimation of 800 ohms, they calculated it would go from full to empty within 2.5 to 3 days. The rep stated the way the patient was describing it to them was that it ¿literally powers off like a light switch from ¾ full to off day instantly¿. They asked if anything stood out from the file and it was stated nothing really jumped out as an issue. It was stated that it showed the patient was charging every day or every other day and they were getting it pretty full. On (B)(6)2018, additional information was received from a manufacturer representative (rep) reporting that the patient was saying that they were having to charge frequently and that their ins was not holding a charge and was discharging at a snap of a finger. The patient was trying to keep the ins charged up to three quarters full but found that the ins was still discharging quickly. The patient was then trying to keep the ins charged up to 50 percent but was still finding that their ins was discharging rapidly. The past call history and data files pulled on (B)(6)2018 were reviewed. The events of stimulation shutting off due to low battery charge level and recharge dates were reviewed. The patient had kept a diary and some of this coincided with what was seen in the data file and some of the patient¿s diary of events wasn t reflected in the file (e.g stimulation shutting off on its own on the morning of (B)(6)2018, as stimulation was shown to be shut off by an external device). The rep also reviewed the diary of information about stimulation turning off that the patient had provided which was attached to the record. There diary was as follows: ¿(B)(6): racked a little, then right turned off. ¾ battery and weaker start/charged full then (B)(6): showed program right. Turned off. Hard start-1/2 battery six hours later. (B)(6): ½ battery turned off midnight. Woke them up. Hard start and rest and showed to link up and take a charge noted it seems to happen more when active and turning right. (B)(6): 6 ½ hours on a ½ battery and took that long to get full. When it turns off rib cage to their feet burn and makes them very tired.¿ the recharge data file was reviewed. The rep also noticed symptoms that were not discussed during the patient wrote on the bottom of one of their diary pages (¿when it turns off, rib cage to feet burn and make them very tired¿). It was reported that the patient was seen in the doctor¿s office today, but the rep was not present for the clinic visit. The rep indicated that hey had already reported the recharge frequency issue. A new event that the patient had reported today was that during the programming session at the office, they weren¿t able to cover the pain areas completely, which was new. It was reviewed that the patient¿s diary and the data file could be shown to an engineer to get a final determination that the system was functioning as expected. This would allow them to make a decision about what to do next as the patient was wanting to change out the ins as they thought it was faulty. Longevity calculations (with estimated loads of 500 ohms, 500 and 400 ohms were done and the results were 1.84 days (bol) and 1.45 days (eos). It was reviewed that the data file tended to support the recharge frequency. It was reported that they would consult with an engineer on the case. It was asked but was unknown how long the patient¿s stimulation coverage had been an issue. It was reported that it may have just occurred when the healthcare provider was doing some reprogramming with the patient today, but they weren¿t sure. It was reported that the symptoms of the rib cage to feet area burning when stimulation was off occurred on (B)(6)2018. Additional information was received on (B)(6)2018 reporting that they were with the patient and asked about following up on their charging issue and asked if they should pull another data file. Technical services reviewed information from the original call and data file and spoke with the engineers. The caller indicated that the patient had some notes so they were going to send those in. It was unclear when the last clinician programmer interrogation was since the patient claimed they were not seen at the clinic yesterday. Technical services h ad the caller obtain another data file just in case and the caller was going to email that in. The caller mentioned they checked impedances today at 3v and contacts 12 and 13 were over 40,000 ohms but they were able to reprogram the patient successfully for coverage in their back. No further complications were reported/anticipated.